Manufacturer narrative:
A comprehensive review of the device history records was completed. All documentation was verified as complete, accurate, and compliant with applicable regulatory requirements. All manufacturing process steps were properly followed. Sterilization records were reviewed and confirmed to be within the validated parameters established during product qualification and routine processing. Based on the available information, a definitive causal relationship between the reported urinary tract infections and the hollister urinary catheters could not be established. Regarding the reported urethral bleeding, clinical factors such as patient technique, frequency of catheterization, and underlying medical conditions may contribute to such events. The report of three catheters being dry could not be independently confirmed.

Event description:
It was reported that an end user experienced heavy bleeding after using hollister vapro catheters. It was further reported that three catheters lacked lubrication. It was additionally reported that the end user was hospitalized and diagnosed with a urinary tract infection, requiring a 14-day course of antibiotics. It was also reported that the urethra was irritated with significant bleeding; however, the patient refused placement of an indwelling catheter and consequently must perform self-catheterization every hour.